Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy, and the ipg was unable to communicate with external devices, after patient did not put ipg into surgery mode prior to an unrelated surgical procedure. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted.